Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. The following devices were also listed in this report: cat # 5512-f-401; tri ts femur sz4 left; lot # aog4i, cat # 5521-b-500; tri ts baseplate size 5; lot # dor4ha, cat # 5550-g-339; triathlon symmetric x3 patella; lot # 0p59, cat # 5560-s-212; tri cemented stem 12mm x 100mm; lot # 0086207d, cat # 5560-s-212; tri cemented stem 12mm x 100mm; lot # 0085273m. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Not returned to the manufacturer.

Event description:
The patient underwent left knee arthroplasty on (B)(6) 2019. Patient had left knee periprosthetic joint infection. Then patient underwent one stage left total knee revision on (B)(6) 2020. All components exchanged.